Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of feeling uncomfortable with atrial pacing. Further analysis revealed the patient experienced twiddlers syndrome. As result, this right atrial (ra) lead dislodged and migrated into the superior vena cava. A surgical revision was performed in which this lead was successfully repositioned. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient is a breast cancer survivor, and the patient believes the lead dislodgement was due to the breast implants moving and unseating the leads rather than twiddler's syndrome. The patient also reported that there have been some undersensing and oversensing issues with the leads and some possible minute ventilation signal oversensing. This device was included in the recent mv sensor signal oversensing advisory population. The patient is considering replacing this system with a competitor's leadless pacemaker system. This product remains in service at this time. No additional adverse patient effects were reported.